Event description:
The following was reported: on (B)(6) 2026, the patient was implanted with gore® tag® thoracic branch endoprosthesis aortic extender and gore® viabahn® vbx balloon expandable endoprosthesis) using a gore®¿dryseal flex introducer sheath and a gore® tri-lobe balloon catheter to treat an ascending thoracic dissection. Reportedly during the procedure while retracting the delivery catheter of the gore® tag® thoracic branch endoprosthesis aortic extender the device moved distally and partially covered the innominate artery. The physician implanted a gore® viabahn® vbx balloon expandable endoprosthesis in the innominate artery to maintain patency. Then the physician implanted a second gore® tag® thoracic branch endoprosthesis aortic extender proximally. The patient tolerated the procedure. Post procedure images revealed a type b dissection from implanted gore® tag® thoracic branch endoprosthesis aortic extender extending down into the iliac artery. The physician is not treating the dissection at this time. The event is ongoing. No further information is available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.